Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for high blood glucose. The blood glucose reading was 800 mg/dl. The customer was on blood pressure medication, was under stress and had gastroparesis. The customer was on medications that may have reacted with each other and was dehydrated. The customer was hospitalized with diabetic ketoacidosis. The customer was stabilized at the hospital after 8 hours.